Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged or used the scs system in the past one year. As a result, the ipg is inoperable. Reportedly, communication could not be established with any external devices. Surgical intervention may be undertaken at a future date as the next course of action.